Event description:
It was reported that the patient was evaluated in the clinic on (B)(6) 2023 for driveline infection. The patient had a non-occlusive dressing on the driveline exit site, and denied any trauma to the driveline. Blood cultures were taken twice and were negative, but a culture from the driveline site was positive for methicillin-resistant staphylococcus aureus (mrsa). The patient was placed on doxycycline with plan for lifetime use.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.